Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device handpiece was not recognized and the blade message appeared. The blade was removed and reinserted however, the issue was not resolved. There were no further details provided regarding the event. There was no patient harm reported, no user injury reported. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device was returned to the OEM (original equipment manufacturer) for evaluation. Evaluation of the device could not recreate the customer phenomenon as the error could not be duplicated and the unit passed the ground resistance testing. All functions and outputs are in standard specification . The unit passed functional test, output test and electrical safety test. A review of DHR records provides no suggestion that the manufacturing process contributed to the reported failure as the device met all final release criteria prior to shipment. Olympus will continue to monitor complaints for this device.